Manufacturer narrative:
The eplex base analyzer serial number is (B)(6). The investigation did not identify a specific cause of the event. Low virus titers can result in the detection of influenza a subtypes without the influenza a matrix. The detection of only the influenza a subtype without influenza a matrix could indicate the presence of a novel or emerging strain not fully targeted by the assay. The issue was consistent with a lower-than-intended target concentration within the sample volume analyzed by the assay. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay. Additionally, this lot contains raw materials with even small, unobservable leaks, which could result in lower than intended reagent concentrations, potentially affecting the assay's performance and leading to inaccurate results. These issues could not be excluded by the investigation.

Event description:
There was an allegation of questionable results using the gm eplex resp pathogen 2 panel eua for 1 patient sample on an eplex system. It was reported that the influenza a h1-2009 subtype was detected, but the influenza a matrix was not detected. The sample was repeated on (B)(6) 2025, and both the influenza a h1-2009 subtype and the influenza a matrix were detected. It is the customer's protocol to repeat samples that result in a detected subtype without a detected matrix.